Event description:
During an atrial fibrillation procedure, the tip of the sheath was found to be frayed and could not be inserted. An additional access site was needed to replace the sheath and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported frayed sheath tip remains unknown.